Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was assisted with blank display troubleshooting. The customer's blood glucose level was 323 mg/dl at the time of the incident. The customer stated that the battery cap, compartment, springs were not damaged. The customer was advised to remove the battery for minutes but that did not resolve the issue. The customer did not have a new battery to test and was advised to call back. The customer mentioned that they noticed insulin drops in the reservoir compartment and it smelled like insulin. The customer was advised to remove reservoir and they reported no leak and o-rings were not missing. The customer called back with a new battery and the display still did not return after troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit alarmed motor error during rewind due to moisture damage motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit alarm due to motor error alarms. No moisture damage on electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.